Manufacturer narrative:
The lot number for the three malfunctions was provided and a lot history review was performed. Two out of the three devices were returned for evaluation. The investigation identified that the sheath was peeled apart for the two returned devices. The third device was not returned and therefore the investigation is inconclusive for the reported issue as no objective evidence was provided. The definitive root cause was not determined. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 5608062 implantable port allegedly experienced peeled material. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.